Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 693565 lead, implanted: (B)(6) 2010, explanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient developed sepsis after experiencing a pocket infection and vegetation on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) system was extracted. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.